Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient recently reported experiencing poor and intermittent hearing performance with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: as per information from the field, the device is showing intermittent functionality. In accordance with the information in the recipient report and the manufacturer's experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered if the device does not provide benefit anymore.

Event description:
The recipient recently reported experiencing poor and intermittent hearing performance with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. According to further information received, the re-implantation will take place when the recipient no longer has any benefit with the device.

Event description:
The recipient reported experiencing poor and intermittent hearing performance with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. The recipient has been re-implanted.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.